Manufacturer narrative:
The reported event of stretched helix was confirmed. A visual inspection of the device revealed the helix to be out of specification. This is consistent with procedure damage. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed revealed no anomalies.

Event description:
It was reported that helix of the right ventricular (rv) leadless pacemaker (lp) became stretched during the implant procedure prior to fixation. The lp was removed, and a new one was implanted to resolve the event. The patient was in stable condition.